Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to an open etch run on a transformer on the analog board. The analog board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.